Event description:
Material # 24010-0007t, batch # unknown. It was reported by customer that leaking situation occur with a study patient. This time it was not an IV push medication but rather an intermittent infusion. It likely occurred with saline but could have been chemotherapy that was administered prior to saline. A puddle was noted to be on the floor (10-20 ml). Verbatim: leaking situation occur yesterday with a study patient. This time it was not an IV push medication but rather an intermittent infusion. It likely occurred with saline but could have been chemotherapy that was administered prior to saline. A puddle was noted to be on the floor (10-20 ml).

Manufacturer narrative:
It was reported by customer that the texium connector is leaking. No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review could not be performed because the lot number is unknown.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd alaris pump module smartsite texium infusion set was leaking the following information was received by the initial reporter with the following verbatim it was reported by customer that leaking situation occur with a study patient. This time it was not an IV push medication but rather an intermittent infusion. It likely occurred with saline but could have been chemotherapy that was administered prior to saline. A puddle was noted to be on the floor (10-20 ml).